Manufacturer narrative:
N/a.

Event description:
Event description: screw broken consequence: the patient had to undergo a second survey to retrieve the broken screw. That surgery was successful. I have requested the product be made available for further investigation if required. Product will be returned: no product name: ibs 2.5-c compression screw, diam2.5 lg 24mm t7 reference: s25 st024. Lot number: 2111093.